Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's ac power adapter and tightened the nut on the internal side of the system connector. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed ac power adapter and did not observe any issues with this part. A further cause for the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that they attempted to power the device on by pressing the on/off button. The device started to turn on, but as soon as the on/off button was released, the device unexpectedly powered off. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they attempted to power the device on by pressing the on/off button. The device started to turn on, but as soon as the on/off button was released, the device unexpectedly powered off. There was no patient use associated with the reported event.